Manufacturer narrative:
(B)(4). Batch #unk. This is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload inside of its package. The package was noted to be partially open on a corner. However, the quality of the photo is not clear and you can't see the seal area. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, noted the package seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient.